Event description:
The customer reported to philips healthcare that the power board was defective. There was no adverse pt impact.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.